Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Investigation summary: the product was returned to cincinnati for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that one gst60d sample was received with no apparent damage and with a loose staple inside of the sterile package. A tyvek with product code gst60d, lot # 256a30, exp. Date: 2026-07-31. Several differences are observed between the suspect packages and the authentic. Packages/artwork. The lot number and expiration date on the suspect packages do not match any information in our johnson & johnson/ethicon endo-surgery systems. Design differences - staples, sled, pockets, double drivers, single drivers, cartridge body and reload pan observations can be made on key design differences between counterfeit and ethicon products. These differences have a significant negative impact on performance. Materials differences - the most notable material differences were found in the drivers. Stapling performance ¿ a direct comparison test was performed in an ex vivo porcine tissue model and the performance of the counterfeit reloads was clearly inferior with several staple lines likely to cause serious injury or death as illustrated below. None of the counterfeit staples have the preformed bent leg that is present in the staples. This will cause staple formation issues, especially in thick tissue. Based on the analysis received, the counterfeit product is confirmed.

Event description:
Obtained device of suspected counterfeit ethicon reloads in canada.